Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient underwent a heart transplant. The patient was upgraded on the transplant list for driveline infection, not previously reported to the manufacturer. It was reported that there were no device issues associated with the patient's outcome. The device was operating as expected. The patient¿s outcome was reportedly not related to any therapy issues associated with lvad use.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump and a correlation to the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and a 20.5 inch portion of the severed driveline silicone jacket was returned with no wires inside. The graft bend relief was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. After cleaning the device, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.